Manufacturer narrative:
Additional details regarding the chronic right ventricular lead were provided with the return of the device.

Event description:
New information noted during the procedure after multiple attempts the chronic right ventricular lead's helix retracted. Once repositioned, the helix was unable to extend. The chronic right ventricular lead was explanted and replaced.

Event description:
It was reported that the patient's left ventricular lead became dislodged and was discovered in the right atrium. The lead was explanted and replaced. Prior in-clinic testing revealed the right ventricular lead caused diaphragmatic stimulation at low outputs which was programmed around previously. The right ventricular lead was explanted and replaced during the left ventricular explant procedure. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.